Event description:
In 2000: patient underwent procedure for placement of abdominal aortic aneurysm graft. During this procedure, the pull wire was wrapped around the delivery system. This was resolved, and the patient tolerated the procedure well. Eight days later: patient presented with acute arterial insufficiency in both lower extremities. The patient underwent a femoral-femoral crossover graft. After the procedure, the patient had good capillary fill in both feet. Six days later: patient developed left leg pain, weakness, and numbing. Imaging revealed decreased flow in the left common femoral artery. Both limbs of the endovascular graft were occluded. The patient underwent a bilateral thrombectomy and left iliac angioplasty and stent.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.